Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices were inspected on 05 jan 2026, after another hospital contacted the facility requesting a loan of their speedband inventory. The facility staff was asked to open the units prior to lending them to ensure they were not compromised. Upon inspection, the staff identified the presence of small fibers inside the packaging of multiple devices. The facility staff suspected the fibers originated from the speedband superview super 7 strap. There was no patient involvement, and no devices were used in a clinical procedure. This medical device report is being filed in an abundance of caution.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation. The speedband superview super 7 device was not returned for analysis; therefore, a physical product evaluation could not be performed. However, based on the description of the facility staff and their visual observation of the loose fibers originate from the device strap, the particles identified are consistent with shedding from this non patient contacting component. No additional observations could be made due to the lack of device return. The reported events of device foreign material present in device and device material separation could not be confirmed due to the absence of the device; however, the particles described in the event are consistent with those that may originate from the device strap, which is classified as a non patient contacting component. A risk review was completed and confirmed that both events are defined in the risk documentation and are documented accordingly, and these event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The patient contacting portion of the device is individually packaged in a sealed pouch, and under normal manufacturing controls there is no mechanism for particles to enter the ligator housing pouch. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were noted during the assembly process. Based on the compiled information and analysis performed, the most probable cause for this event is quality control deficiency.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices were inspected on 05 jan 2026, after another hospital contacted the facility requesting a loan of their speedband inventory. The facility staff was asked to open the units prior to lending them to ensure they were not compromised. Upon inspection, the staff identified the presence of small fibers inside the packaging of multiple devices. The facility staff suspected the fibers originated from the speedband superview super 7 strap. There was no patient involvement, and no devices were used in a clinical procedure. This medical device report is being filed in an abundance of caution.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices were inspected on (B)(6) 2026, after another hospital contacted the facility requesting a loan of their speedband inventory. The facility staff was asked to open the units prior to lending them to ensure they were not compromised. Upon inspection, the staff identified the presence of small fibers inside the packaging of multiple devices. The facility staff suspected the fibers originated from the speedband superview super 7 strap. There was no patient involvement, and no devices were used in a clinical procedure. This medical device report is being filed in an abundance of caution.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation. Block h2: device evaluation: block h11: investigation results: the speedband superview super 7 device was not returned for analysis; therefore, a physical product evaluation could not be performed. However, based on the description of the facility staff and their visual observation of the loose fibers originate from the device strap, the particles identified are consistent with shedding from this non patient contacting component. No additional observations could be made due to the lack of device return. The reported events of device foreign material present in device and device material separation could not be confirmed due to the absence of the device; however, the particles described in the event are consistent with those that may originate from the device strap, which is classified as a non patient contacting component. A risk review was completed and confirmed that both events are defined in the risk documentation and are documented accordingly, and these event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The speedband superview super 7 device strap is classified as a non patient contacting component. Velcro fasteners are manufactured using nylon materials, and nylon is listed by the FDA as having low biocompatibility risk, as referenced in attachment g of the FDA guidance on the use of international standard iso 10993 1 biological evaluation of medical devices part 1 evaluation and testing within a risk management process, dated september 2023. The patient contacting portion of the device is individually packaged in a sealed pouch, and under normal manufacturing controls there is no mechanism for particles to enter the ligator housing pouch. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were noted during the assembly process. Based on the compiled information and analysis performed, the most probable cause for this event is quality control deficiency.